Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported intermittently not working on off button which was reproduced. Evaluation found the on/off key was not working. The reported condition was verified. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump on off button was intermittently working during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.